Event description:
It was reported that the patient presented in clinic for a routine check. Upon review, the right atrial lead exhibited noise. No intervention was performed. The patient will further be monitored. The patient was asymptomatic and in stable condition.